Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 63 alarm confirmed in the device history and during self test due to broken trace. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarms. The customer stated they have been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated they did some test and self test was passed. Customer stated their blood glucose values were 262 mg/dl, 279 mg/dl, 182 mg/dl, 160 mg/dl, 224 mg/dl and 240 mg/dl, called to report that she thought something was wrong because her blood glucose has been going up from 300 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated displacement test passed and self test failed. Customer stated was able to clear the alarm and rewind the insulin pump, also did a 5 u cannula test with no insulin flow block, customer was at work and unable to do the high precision test, customer stated blood glucose was going up, 335 mg/dl and was not eating. The insulin pump will not be returned for analysis.